Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Correction: section d10 and section h8 have been corrected to what they should have been in the initial report.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lead identified that all wires were broken in the lead body, which would cause the reported impedance issues. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.